Event description:
It was reported that the physician was attempting use a 2.25mm diameter x 24mm length endeavor resolute (rx) drug eluting stent to treat a lesion in the rca with 85% stenosis, little calcification and moderate vessel tortuosity. The device was prepped as per IFU with no abnormalities noted during preparation or while inspecting the device prior to use. Pre-dilation was performed using 2.0mm diameter x 20mm length and 2.5mm diameter x 15mm length sprinter balloons. It was reported that resistance was noted during delivery and force was used to advance the device over the lesion but the stent could not cross the lesion. The physician proceeded to withdraw the device with no difficulty noted and realized upon removal that the stent struts were damaged. Pre-dilation was carried out again and the procedure was completed using another brand device. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). No results available since no evaluation was performed (device or procedural images not returned for evaluation). Patient condition affected effectiveness of the device (patient lesion morphology ¿ target lesion exhibited 85% stenosis, little calcification and moderate tortuosity) evaluation codes conclusion 50 device failure / lack of effectiveness related to patient condition (patient lesion morphology ¿ target lesion exhibited 85% stenosis, little calcification and moderate tortuosity). Known inherent risk of procedure (failure to deliver stent and stent deformation). Unable to confirm (root cause cannot be confirmed ¿ device or procedural images not provided for review). (B)(4).